Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: conclusion: the battery was not returned for evaluation. Analysis of the log files revealed an abnormally high cycle count recorded for the battery. The abnormal cycle count is indicative of a communication error between the battery and controller that resulted in spurious write operations of the cycle count. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the battery displaying an abnormal cycle count on log file analysis. The battery subsequently tested out-of-specification on manufacturer's analysis. The battery remains in use. No patient complications have been reported as a result of this event.